Event description:
The description of event reported to the MFR is verbatim. "Due to the recall in 2/06, the pt was requested to appear and (determined to be) without pathological findings. In 2006 an abscess developed in the lower abdomen and was treated conservatively. Six months later, the pt was readmitted due to new fistulation. The composix kugel was exp a week later, in the process, three recoil ring fractures were noticed. The pt received an artificial anus. Twenty four days later, the pt died of sepsis. No sample is available as it was disposed or after explantation.